Event description:
It was reported that an unspecified access set leaked from an unspecified location. The issue was described as, "when gauge is pumped up it leaks down before turning the dial to lower the pressure". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.